Manufacturer narrative:
User facility personnel stated in the chemtrec report that the employee washed the area on her fingers with water for several minutes and requested medical advice. Steris has made multiple attempts to contact user facility personnel regarding the reported event however, no response has been received. A follow-up report will be submitted should additional information become available. No additional issues have been reported.

Event description:
The user facility reported via chemtrec report that an employee was opening a bottle of rapicide pa high level disinfectant and experienced discoloration and a tingling sensation to her fingertips. It is unknown if medical treatment was sought or administered.